Event description:
Information received regarding the explanted device notes that the patient experienced dyspnea and fatigue. Dashes (---) were noted for parameters and the device could not be programmed.